Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose(bg) levels of 60's mg/dl. The customer ate candy to increase the bg level each time. The customer reported that the cause of the low bgs were due to basal rate settings. Reportedly, the customer stated had contacted their healthcare provider to adjust basal rates and that this had resolved the issue.